Manufacturer narrative:
Investigation results: a photo was received in the (B)(4) plant for evaluation. The photo showed embedded foreign matter in the barrel of the syringe and moisture that appears to be silicone therefore failure mode was verified. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. No related issues or defects found in DHR. No quality notifications were issued for this batch. Embedded fm can occur at the startup of the injection molding process. Solidified resin within the mold and molding press may become discolored or degraded when reheated. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 20 ml bd¿ syringe with bd luer-lok¿ tip was found dirty before use. It was reported to have small brown particles on the tip and on the barrel. The inside of the barrel was found with drops of moisture. There was no report of injury or medical intervention.